Event description:
A malfunction alarm occurred with the code malf 12. There was no reported impact to the customer's blood glucose level as the customer declined to answer if the level exceeded 500 mg/dl. Technical support provided information to reset the pump, assisting the customer with the process, and confirmed the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.